Manufacturer narrative:
(B)(4).

Event description:
It was reported during the patient's ICD replacement surgery fluoroscopy indicated externalized conductors were present on the patient's lead. The device remained implanted. No patient symptoms were reported.